Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer's home per an outreach request. Spoke with his mother, which did not have hipaa authorization. She stated that he was not home, but she stated that he was treated by the paramedics recently, due to low blood glucose and a seizure. No further information was provided. Made multiple attempts to reach the customer for details regarding the event, but could not make contact with him.